Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-21674. Related manufacturer reference number: 1627487-2020-21677. It was reported the patient only experienced pain relief if her body was in certain positions. As a result, the patient¿s ipg and leads were explanted and the date is unknown.